Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Controller (B)(4) expected to be returned. Controller fault alarms are indicative of controller component malfunction.

Event description:
It was reported from (B)(6) that a patient had 12 controller fault alarms in a short period of time and the facility exchanged the controller. As reported the patient was still in the hospital, post implant and before initial discharge. The exchange of the controller is reported to have solved the alarms issue. It is stated that the "pump didn't stop and there was no effect on the patient". No additional information is provided.

Manufacturer narrative:
Per the instructions for use (IFU): patients are instructed to always keep a spare controller available at all times. One controller was returned for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed several occurrences of controller fault alarms. Analysis of the device revealed that the controller met specifications; the device passed visual examination and functional testing. The device was related to the reported event; however the device malfunction detailed in the data logs could not be replicated at the bench level. The most likely root cause of the failure is a leaky diode on the automatic power switch circuit of the controller, which likely contributed to the event. Heartware has opened an internal investigation to address this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.